Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the provided information, patient has a large chondrosarcoma that is forcing pressure on the implant. In addition, head and stem used belongs to a third party, therefore the whole prosthesis compatibility cannot be guarantied. These two factors may have played a role in the reported event; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304524309. D10: item name# avan e1 insert 28 s 50; item number# p0561e50; lot # 0001802557. G2: foreign - event occurred in australia. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision due to prosthesis dislocation. The dislocation was attributed to compressive forces from a large chondrosarcoma acting on the implant, and the prior acetabular component was removed and exchanged for a cemented all-polyethylene cup. Approximately 1 year, 2 months, and 15 days post-implantation. Attempts have been made and no further information has been provided.